Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 92% stenosed de novo lesion in the right coronary artery (rca). While advancing a 3x15mm nc traveler balloon dilatation catheter (bdc) onto the guide wire, the hypotube separated into two pieces. The bdc did not make it into the patient anatomy and was simply removed from the guide wire. A new 3x15mm nc traveler bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.